Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited a code 1005, indicating an open circuit condition. A review of the data confirmed the shocks provided were appropriate. There was a shocking impedance measurement greater than 145 ohms and therapy did not convert the arrythmia. Subsequently, the lead had to be laser extracted and was removed and a new lead and pulse generator was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited a code 1005, indicating an open circuit condition. A review of the data confirmed the shocks provided were appropriate. There was a shocking impedance measurement greater than 145 ohms and therapy did not convert the arrythmia. Subsequently, the lead had to be laser extracted and was removed and a new lead and pulse generator was implanted successfully. No additional adverse patient effects were reported.